Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction burned c-cover was traced to component failure. However, the probable cause of white foreign materials in auxiliary water channel (j-tube) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the repair center technician identified the device had white foreign objects in auxiliary water channel (j-tube) and burned c-cover. There was no patient involvement.